Event description:
Name of Procedure Being Performed: NA (Before Use). Detailed Description of Event: A Hair was found inside the C6001 packaging, which was noticed before opening. Additional information received from Applied Medical representative via email on 07July26: They used a different device. As in my understanding they noticed the defect before opening and as seen in the photo the hair is near the handle. Type of Intervention: Device replacement. Patient Status: NA (Before Use)

Manufacturer narrative:
The event unit is anticipated to return to Applied Medical for evaluation. A follow-up report will be provided upon completion of the investigation.